Manufacturer narrative:
(B)(4), currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 448 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer stated the insulin pump unable to rewind. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump was returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification and passed self test. Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform seating, basic occlusion, occlusion, force sensor and displacement test or verify pump error 43 or pump error 3 due to physical damage. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.